Manufacturer narrative:
This event occurred outside the u.s.

Event description:
It was reported the bed power cord has frayed with use. According to the initial reporter, it appears the cord was rubbing against the control box. No patient consequences were reported as a result of this event.